Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was not powered on due to auxiliary drawer 4's control board causing the issue.a field service engineer replaced with a new control board (151622-01) to resolve the issue.the system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system was offline while trying to dispense medication for a patient, which caused a delay in patient care. The customer stated that they rebooted the station and confirmed that both the network/power cable were securely connected. There were no adverse events or injuries reported based on this event.